Event description:
A malfunction alarm occurred, displaying the code malf 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the replacement of the pump, instructed the customer on storage mode procedures, and ensured the customer would use mdi as a backup therapy to maintain insulin delivery. The customer was guided to return the faulty pump using a pre-paid label within 10 days.